Event description:
Mighty bliss heating pad lot # 200902 electric shock upon touching cord near temperature adjustment. Cord became frayed and burned. Superficial skin burns on wrist where product was picked up. FDA safety report ID # (B)(4).